Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using a river in a posterior correction fixation for a degenerative kyphosis at th4-s2ai. It was reported that the tip of the driver was broken inside the set screw because the set screw was broken off with the reduction tabs left on both sides. The driver was used for the final tightening. The final tightening was performed according to the procedure and the operation was completed. There was no fragment of the products remaining in the patient's body. The set screw was a medtronic product, but there was no allegation against the mdt set screw. The date of implant and date of explant of screw was (B)(6) 2022. The set screw replaced during this procedure. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. This procedure was not a revision surgery, there was no delay in overall procedure time, there was no in-patient hospitalization or prolongation of existing hospitalization necessary, and there was no treatment or additional surgery performed as a result of this event. The patient's medical history includes parkinson's disease, dm. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part# 5584009 ; lot# fa17g003- visual inspection confirmed that approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.